Event description:
A malfunction code labeled "malf 9" was reported by the customer, and the issue persisted even after the pump was reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts provided the customer with pump reset instructions and subsequently sent a replacement pump. The customer planned to use multiple daily injections (mdi) as a backup therapy until the replacement was received, and they understood the process of returning the malfunctioning pump and the steps to follow with the replacement.